Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The hard disk was found to be defective and was replaced. The hard disk controller circuit board was also replaced for compatability reasons. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the sys 9600+ could not save images to the hard disk. There was no adverse pt involvement reported. All reported pt info has been recorded above.